Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced an off no power without first receiving a low battery alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The pump was monitored for 24 hours and no unexpected pump turning off on its own or blank display anomalies were noted. The pump was received with a cracked case at the reservoir tube lip. The pump was received with minor scratches on the display window.